Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/28/2016 with the following findings: investigation revealed the display screen was dim and discolored. The display lens was heavily scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and discolored. The display lens was heavily scratched. This report is made based on results of the investigation performed on 06/28/2016.